Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump read that the battery is dead when it was not. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.